Event description:
It was reported that the customer is not wearing the sensor anymore. Customer stated she doesn't like the sensors because the readings are inaccurate and she feels the insulin pump and sensors are going to kill her. Customer asked the doctor if she could get off insulin pump therapy and the doctor stated she shouldn't because that is her best option. Customer reported that she entered 3.1 insulin units instead of 0.3; she was with a dietician and had low blood glucose. Customer stated that the sensor did not alert that she was low. Customer complained about not getting proper training. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.